Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and was able to confirm the transducer fault in the event log. The main board was replaced and the unit was placed back into service. The suspect faulty main board was received for evaluation and the reported issue was confirmed and isolated to a faulty transducer on the printed circuit board. This issue is being addressed through an internal investigation.

Event description:
The customer stated that while setting up this unit it had a transducer fault. There was no patient involvement at the time of the incident.

Manufacturer narrative:
The second failure investigation was completed on the suspect component for further investigate the originally reported issue. Results of investigation: the printed circuit board was re-evaluated and found to be recorded as the wrong part number. The reported event was unable to be reproduced. The events log found transducer faults recorded. Upon entering service mode and calibrating the transducers. The exhalation flow transducer failed the calibration. This failure is part on an internal investigation.